Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited varying shock impedance measurements, including an out of range value of 200 ohms. The physician suspected the rv lead may have fractured. No changes have been made at this time and the rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.